Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, product has not been opened, but on inspection the packaging appeared to be incorrectly sealed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. During follow up with the customer, they clarified there was no issue with a 5fr PICC kit and this file will be closed.

Event description:
It was reported, product has not been opened, but on inspection the packaging appeared to be incorrectly sealed. No other information was provided.